Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 control panel mast double roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the s5 control panel mast roller pump was dark and had no background light during maintenance. This issue was discovered by a sorin group field service representative during routine maintenance, so there was no patient involvement. The service representative replaced the hkr board and can cable to resolve the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the display of the s5 control panel mast roller pump was dark and had no background light during maintenance. This issue was discovered by a sorin group field service representative during routine maintenance, so there was no patient involvement.

Manufacturer narrative:
Livanova (B)(6) manufactures the s5 control panel mast double roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(6). A livanova service representative was dispatched on site to investigate the reported issue. The issue was able to be reproduced by bending/moving the can-cable. The can-cable and the processor board hkr 0325 were replaced for safety reasons. Subsequent testing found no further problems. The cable was scrapped. The device was returned to service. Livanova (B)(6) requested that the processor board be returned for further investigation for safety reasons. The unit was received; visual inspection, functional test and hardware analysis were carried out without errors. No further investigation is necessary. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova (B)(6) will continue to monitor the market for trends related to this type of issue.